Manufacturer narrative:
(B)(4). The stent remains inside the patient. There was no reported product deficiency. Death is a known adverse event as listed in the xience v instructions for use. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.

Manufacturer narrative:
(B)(4). The stent remains inside the patient. There was no reported product deficiency. Death and thrombosis are known adverse events as listed in the xience v instructions for use. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.

Event description:
Subsequent to the initial medwatch filed, additional information was received indicating that this patients death was determined to have been caused by a possible, very late, stent thrombosis.

Event description:
It was reported via a trial that on (B)(6) 2009, the patient underwent stenting in the pre-dilated proximal left anterior descending artery with one xience v stent. On (B)(6) 2010, the patient collapsed at home. The patient was brought to the hospital where he was declared dead on arrival. An autopsy was not performed and the cause of death was not determined. Though requested, there was no additional information provided.